Manufacturer narrative:
Radiographic image review states, lateral x-ray lumbar pelvic fixation l5-s1 interbody graft present. Red arrows denote two separate rod fractures l4-l5 and l5-s1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the unid rod was fractured. Postoperative x-rays were measured and found that the rod was fractured in lumbar level. Procedure performed was posterior spinal fusion. Levels implanted were t4-iliac bone. It was unknown about the patient symptoms or complications. No further complications reported.